Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.(B)(4).

Event description:
It was reported that the patient passed away during the night following their device implant procedure. The patient was implanted with an implantable pulse generator (ipg) system. There were no reported difficulties during the procedure and normal device values were read after implantation. The chest x-ray performed after surgery showed no abnormalities. The patient was noted to be in asystole during the early morning hours the next day. Cardiopulmonary resuscitation efforts were started. After forty minutes of resuscitation, a device interrogation and reprogramming was attempted. The device was unable to be interrogated. The programmer displayed question marks in the programmable fields and was unable to be modified. After an additional fifty minutes of resuscitation, the device was successfully programmed into emergency vvi mode. Resuscitation efforts were unsuccessful and the patient passed away. Cause of death was noted as asystole and exit block. The cause of the asystole is not known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.